Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Nurse has reported the following to sales rep by sending instrument to oslo- office; the quick attach-and-release mechanism is not working correctly.

Manufacturer narrative:
Visual inspection: the hexagonal recess that accepts the hexagonal male portion of the mating devices had significant burs deformed around its outer perimeter. Most likely caused by impaction of the handle without a device having been properly aligned with the handle. Dimensional inspection: not performed as the device is deformed and will not meet dimensional specifications. Functional inspection; event confirmed. An attempt was made to attach a femoral head impactor (part no. 6266-0-160) to the returned handle. The deformed burs around the rim of the handle's hexagonal recess kept it from being properly mounted to the handle. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The investigation determined the likely root cause of the event to be user misuse causing deformed burs around the rim of the handle's hexagonal recess keeping the devices from being properly mounted to the handle. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Nurse has reported the following to sales rep by sending instrument to (B)(6) office: the quick attach-and-release mechanism is not working correctly.